Event description:
Reportability decision changed based on analysis, approved on 6/19/2007. It was reported that during a ptca procedure, a balloon leak occured. Following deployment of a taxus drug-eluting stent, the maverick2 monorail balloon would not inflate. The taxus drug-eluting stent was deployed in the proximal to mid left anterior descending artery (lad) covering the diagonal. The maverick2 monorail ballooon was advanced to the diagonal, and following some resistance was able to be advanced through the stent struts into the ostial diagonal. Attempts were made to inflate the balloon to 6 atms and 10atms, however the encore inflation device showed no inflation which was confirmed by angiography. Upon removal, attempts to inflate the balloon showed fluid leakage. The procedure was completed successfully with another maverick2 monorail balloon used in a kissing balloon technique with a quantum maverick balloon. Analysis revealed a pinhole leak in the balloon.

Manufacturer narrative:
Device analysis revealed a pinhole leak in the balloon material. The leak was noted over the proximal edge of the proximal markerband. Microscopic examination of the balloon material and markerband found no issues that could contribute to the leak. A review of the manufacturing record for batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. A root cause cannot be determined.